Event description:
Revision of a total knee replacement. It was an inserton of a patella. (Patella was not resurfaced during primary) dr. Decided to change the poly since he was already doing the patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.